Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical error alarm on the insulin pump.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Unit received with corroded motor home switch. The insulin pump was received with cracked battery tube threads, cracked case (battery tube), stained serial number label, missing display window cover, minor scratches on case and minor scratches on lcd window.